Manufacturer narrative:
Additional information: section h-4 (device mfg date) has been updated. Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre sensor kits were reviewed and the dhrs showed the fs libre sensor kits passed all tests prior to release. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor products. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A skin reaction was reported with the freestyle libre 2 sensor. The customer experienced symptoms of allergy, itching, and "potting" at the sensor site and had contact with a healthcare professional who provided solupred 20 (prednisolone), acarizax, rhinomaxl, opticron collyre, symbicort rapihaler for treatment. There was no report of death or permanent injury associated with this event.

Event description:
A skin reaction was reported with the freestyle libre 2 sensor. The customer experienced symptoms of allergy, itching, and "potting" at the sensor site and had contact with a healthcare professional who provided solupred 20 (prednisolone), acarizax, rhinomaxl, opticron collyre, symbicort rapihaler for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of event is unknown. The date entered in is based on the customer's report of " (B)(4) 2020." The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.